Event description:
The customer sent the ventilator to the MFR for overhaul. When the service dept opened the package they found a note that stated the master on/off switch was hard to turn and needed to be replaced.

Manufacturer narrative:
The ventilator was evaluated by the MFR. Eval found that the master on/off valve is hard to turn and the knob is slipping on the shaft. The set screws have worked loose from usage. The knob being hard to turn may have contributed to the set screws coming loose. The maximum inhalation and exhalation are out of spec. Inhalation is specified at 3.5 seconds +/- 0.5 seconds, however is currently at 3.91 seconds. Exhalation is specified at 5.00 seconds +/- 0.5 seconds, however is currently at 6.09 seconds. The minimum inhalation is out of spec with a reading of 0.69 seconds. It is specified at 0.25 seconds. The multi-flow relay is malfunctioning which is causing the timing to go out of spec. The screws on the back panel of the ventilator have been modified. This suggests tampering of the device.